Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012 customer reported a probe leak (less than 0.5 ml) on the lh750 instrument while running quality control (qc) samples. The leak was contained within the instrument. Customer was performing mode to mode testing (automatic to manual presentation) on the instrument as part of normal qc testing. The difference between modes was documented as 0.6g/dl. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and did not observe a leak as reported by customer. Fse did find that the secondary sample probe was bent which could have caused the leak. Fse straightened the probe and adjusted the probe wipe assembly. No further issues were reported.